Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been unplugged. A field service engineer troubleshot the problem with the station, which had a black screen and was not responding. After turning the power off and back on, the station had turned on without issues. Finally, the field service engineer reseated the all-in-one and replaced the power supply. The system functioned as intended after the field service engineer followed up with the customer and verified that the issue had not returned.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keeps going to a black screen. The customer reported that the station was not booting up to the windows screen after they turned the station off and then on again. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.